Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the eval, the technician noted visual evidence that the bur guard melted and that the bur guard was pushed up past the shoulder of the spindle housing. Most likely, the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.

Event description:
It was reported by the sales rep that during a molar removal the surgeon felt the drill get very hot at the bur guard when the bur guard seemed to fall apart. The surgeon was not injured in any way, but one piece of the bur guard landed on the pt's neck and another piece fell down her back and caused a burn on her neck and back. The location of the two burns were on the right shoulder neck area and back. The surgeons estimated the burns to be second degree and were approx the size of the head of a push pin. The burns were treated with polysporin ointment which generically is bacitracin ointment; the purpose of the medication was for pain relief.